Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst drainage catheter placement procedure by using navarre drainage catheter. It was reported that prior to the procedure, the pipe wall and the inner support pipe are allegedly too tight to be pulled out. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos and one video was provided for review. The first photo and second photo shows a view of the drainage catheter placed on and next to the package. The trocar needle inserted into drainage catheter, and the drainage catheter was noted to be straight. The product details mentioned on the package matches with tw details. The video shows a clinician holding a drainage catheter. An attempt to remove the stylet was performed which was not successful. The complete view of catheter was not shown, re attempt to remove the stylet was performed but it was not removed. Therefore, the investigation is inconclusive for the reported difficult to remove issue for all 3 devices as exact circumstances cannot be verified from video. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst drainage catheter placement procedure by using navarre drainage catheter. It was reported that prior to the procedure, the pipe wall and the inner support pipe are allegedly too tight to be pulled out. The procedure was completed using another device. There was no patient involvement.